Event description:
I have been having chronic pain in my left hip. My doctor sent me for an xray which was obtained on (B)(6) 2022. The xray result showed a migrated essure device above my left pelvic bone. I had a hysterectomy in 2017 and both essure devices were supposed to be removed at that point. Appointment scheduled with doctor on (B)(6) 2022 to discuss. FDA safety report ID# (B)(4).